Event description:
In 2009, issue: correlation issues. Date: 2009, inratio: 4.3, lab: 3.0; 2009, 4.0, 3.0. Both done within approximately 1-1/2 hr. Of each other. No changes in diet or meds made in between tests. Proper technique used. Meds: coumadin, lexapro, delerica, zocor, oxycodone, phenergan. In 2009, l2 called pst; (co-worker) took message. In 2009, l2 follow up call. Pst not available - (co-worker) took message again. In 2009, no cb rcvd from customer. Ok to close.

Manufacturer narrative:
Complaint investigation pending.